Event description:
The hcp (healthcare professional) was doing a pump refill. The hcp went to update the pump with the new reservoir volume and could not complete telemetry. They tried multiple rooms and programmers and still could not complete telemetry. According to the pump logs, each time the pump would get to the infusion change occurred log, but then, would not finish telemetry. They tried changing numerous parameters in an attempt to get past the log and complete the update, but the same thing happened with each attempt. A therapy stop was tried and that it didn¿t work either. The patient was scheduled to have the pump replaced. The device system was delivering morphine. The patient symptoms, interventions, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8840, serial# (B)(4), product type: programmer, physician. Product ID: 8840, serial# (B)(4), product type: programmer, physician.

Event description:
Additional information later received reported the pump was explanted (B)(6) 2014 and the physician discarded the pump so it would not be returned to the manufacturer.

Event description:
Additional information later received reported the cause of the patient¿s issue was unknown. The patient had no symptoms because the patient was being managed with oral pain medication. The patient was electing not to replace the pump at this time as the patient was being managed with oral pain meds since the pump stopped.